Event description:
After the cs33 was fired during a lower anterior resection procedure, it was observed that excrement came out of the colon through the staple line. A suture was applied to reinforce the staple line.

Manufacturer narrative:
The device was discarded by the hospital and was not returned to the manufacturer.